Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2017; 419478 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the clinic due to chest pain. It was noted that the right atrial (ra) lead exhibited intermittent undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.